Manufacturer narrative:
Medical device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ shielded IV catheter. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: some jelcos 22 are not activating the safety device to collect the needle after use.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ shielded IV catheter. This event occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: some jelcos 22 are not activating the safety device to collect the needle after use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 24-mar-2022. H.6. Investigation: bd received two 22 gauge insyte autoguard devices from lot 1259147 for evaluation. A review of the device history record could not be performed for the unknown lot. Our quality engineer visually inspected the returned samples and observed a small amount of glue running down the side of the device. The glue was also found to be between the hub, the activation button and the grip. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this excess glue was the root cause and was preventing the needle from retracting. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.